Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 (vh-4000) tip broke (cradle-c-ring broke) while harvesting. The harvester was able to remove the piece by making a small incision and grabbing it with a pair of hemostats. The jaws of there harvesting tool were not open, and no resistance was noted while inserting the harvesting tool into the cannula. A replacement device was used to complete the procedure. There were no procedural delays or harm/effects to patient. Photos provided by the complainant show the c-ring with evidence of blood broken off the device.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The scope wash tube was observed to be transected and melted closer to the base of the c-ring. The c-ring was also observed to be transected and melted down the center of the c-ring, no other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break-c-ring" was confirmed. The lot # 3000410102 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.